Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead showed pacing impedance over 2000. Lead attempted to be explanted but fell apart so the shock coil and tip are still in the rv. Should additional information be received, this file will b1028232-2024-04907e updated.